Event description:
It was reported that during the implant the shock impedance measurements of this right ventricular (rv) lead were high and out of range. The lead was not implanted. Should the lead be returned analysis will be conducted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis concluded that the shock impedance high out of range allegation was confirmed as there were no discernible set screw marks noted on the terminal pin, as improper or loose connection between the device and lead terminal can cause electrical issues.

Event description:
It was reported that during the implant the shock impedance measurements of this right ventricular (rv) lead were high and out of range. The lead was not implanted. Should the lead be returned analysis will be conducted. No adverse patient effects were reported. Additional information noted that this issue occurred after the system was implanted and a revision took place two days after implanting the system.

Event description:
It was reported that during the implant the shock impedance measurements of this right ventricular (rv) lead were high and out of range. The lead was not implanted. Should the lead be returned analysis will be conducted. No adverse patient effects were reported. Additional information noted that this issue occurred after the system was implanted and a revision took place two days after implanting the system.